Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 486 mg/dl and 86 mg/dl. Customer allegedly received the following results, with two different roche meters, within 10 minutes: 486 mg/dl, 86 mg/dl (aviva) and 146 mg/dl (advantage) readings of 486 mg/dl, 86 mg/dl, and 146 mg/dl were all obtained within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the aviva system. (B)(4).

Event description:
It was reported that during a surgical procedure on the knee that the blade broke. It was also reported that the broken piece was removed using a forceps and the surgeon has no concerns about any pieces being left behind in the patient. It was further reported another blade was readily available and the procedure was completed successfully.